Manufacturer narrative:
Additional devices implanted and involved in this event: plc181200j/14188541 and pxc121400j/14052475. The lot UDI numbers associated with the implanted devices are as follows: lot # 14041164: (B)(4), lot # 14188541: (B)(4), lot # 14052475: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm and a left common iliac artery aneurysm with four gore® excluder® aaa endoprostheses. Pre-operative imaging, performed on an unknown date, reportedly identified the patient¿s left external iliac artery (leia) to be extremely tortuous. It was reported that heavy resistance was encountered during advancement of the sheath (unknown manufacturer) into the tortuous leia. It was reported that the trunk-ipsilateral leg component was implanted without issue on the patient¿s right side. Reportedly, after the implantation of two contralateral leg components within the leia, a dissection of the leia was identified. It was reported the exact cause of the dissection is unknown. Two bare metal stents were implanted into the leia to treat the dissection. Final angiography identified a type ii endoleak (origin unknown) and decreased perfusion to the left lower extremity. The physician elected to conclude the procedure and will monitor the patient. A follow-up CT scan performed on (B)(6) 2015, identified complete occlusion of the contralateral leg component (pxc121400j/14041164). Later that same day, a femoral-femoral bypass surgery was performed to restore perfusion to the left lower extremity. Final angiography showed good distal perfusion, and the patient tolerated the procedure.